Event description:
The patient contacted animas on (B)(6) 2012 stating the keypad buttons were not working. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing the contrast button was responsive. The down arrow, up arrow and ok buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the down arrow and contrast buttons. The contact of the down arrow button was noted to be misaligned and the down arrow button causes screen scrolling. The down arrow button did not have normal spring back or click.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.